Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 279 mg/dl. During troubleshooting with tandem technical support, it was discovered that the pump time was incorrect, cause was unknown. Additionally, the t:lock/luer lock connection was not straight and secure. Reportedly, the pump supplies were in use for 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. A manual insulin injection was used to address bg and the customer continued to use the pump for insulin therapy.